Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) stent damaged. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 2-3 cm malignant stricture due to pancreatic cancer. Reportedly, the patient¿s anatomy was not tortuous. After stent deployment, it was noted that the portion of the stent protruding from the papilla had expanded but appeared damage. No additional intervention was done to address the event. The stent was left implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good¿.